Event description:
Rptr has identified what appears to be an unusually high rate of device failure in the pip implants placed in pts. In addition it appears that pip is not honoring its warranty which the co promised for reimbursement of surgical costs encountered as a result of explantation and re-implantation of deflated devices. Rptr has tried to deal with the co by telephone in the past and over the last several mos have received no response. Ruptured: right side. Rptr has submitted claims for reimbursement of surgical costs, which were incurred as a result of explantation of deflated implants. Thus far rptr has received no reply from co. In previous converstaions with co's business office, rptr was told that reimbursement checks for the claims were "in the mail". Rptr also wishes to know co's intention regarding notification of their pts of what appears to be an unusually high rate of deflation in implants.